Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
The first reported failure is that the rotaflow displays the error message ¿head error¿ during patient treatment. The customer used the emergency drive to complete the transport. The second reported failure was that the battery indicator light does not light up when using the battery mode of the rotaflow. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the rotaflow displays the error message "head error" during patient treatment. The customer used the emergency drive to complete the transport. The second reported failure was that the "battery indicator light stays does not light up" when using the battery mode of the rotaflow. No harm to any person occurred. A getinge service technician confirmed on 2021-08-23 that the rotaflow drive (serial#(B)(6)) and the rfc (rotaflow console) control board kit (material#70103.4051) are defective. In addition the technician found the "in battery mode led not working". On 2022-05-03 it was confirmed by the sales and service unit that the customer will buy a new rotaflow device. The defective device is out of use. Based on these investigation results the reported failure could be confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The failure mode "battery mode led defective" can be linked to the following most possible root causes according to the rotaflow risk management file. Malfunction or total fail of electronic components, e.g.: 1. Too high power consumption due to short-circuit; 2. Device used out of specification. The product in question was produced in 2012-08-01. The review of the non-conformities has been performed on 2022-03-16 for the period of 2012-08-01 to 2021-08-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).